Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. Also the insulin pump kept on beeping and vibrating with the screen blank. The button was pressed for 3 minutes or longer. Customer was not able to clear the alarm. The device will be returned for analysis.

Manufacturer narrative:
Blank display due to corroded electronic assembly. No beeping or vibrating noted. Unable to verify unresponsive buttons or stuck button alarm due to blank display. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: corroded battery tube, corroded motor home switch, cracked battery tube threads, cracked keypad overlay, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and stained serial number label. The p-cap does lock properly.